Event description:
It was reported that, during an aortic annuloplasty redo mitral valve replacement while on pump, foaming was seen in the fusion cardiotomy venous reservoir (cvr). There was an increase in frothy blood coming from the cardiotomy that overflowed into the vacuum line via the sputum trap. The sputum cup required emptying three times while on pump. It was further reported that foamy blood entered the suction regulator, which was taken off the pump, tagged, and placed on a counter in the pump room. Vacuum-assisted venous drainage was subsequently switched to another device for the remainder of the case, and use of the tubing pack was continued to complete the case. No health consequences or impact were reported. Medtronic received additional information that suction was being used but not in excess, normal suction was used. The purge line was run open. There was no visible air in the system/tubing. The bubbles did not stop after a period of time, or after an input change. The customer had to finish the case with the foaming. There were two lots of fusion cvr were used in the manufacture of this custom tubing pack: 232490033 and 232473535.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.